Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025, a new wearable sensor was inserted and initially functioned normally, providing accurate glucose readings for approximately one hour. The device then displayed a ¿sensor failed¿ message. The last known estimated glucose value (egv) was not documented. During the period without cgm data, the patient had no alternative method to check blood glucose. The patient¿s child performed a fingerstick (fs) test, which showed a blood glucose level of 400 mg/dl. In response, the child administered 10 units of insulin to the patient. When the glucose level remained in the 400s mg/dl, an additional 5 units of insulin were given. Due to the patient feeling very ill and experiencing dizziness, the child transported the patient to the emergency department (ed). The failed sensor was removed at that time. The patient was admitted to the hospital from (B)(6) 2025. During admission, the patient received insulin, intravenous fluids, and underwent blood and urine testing. According to the patient¿s child, the patient was stable at the time of discharge and was advised to follow up with their healthcare provider. At the time of this report, the patient was reported to be stable and feeling okay. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be transmitter failure. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-198365 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The patient had symptomatic hyperglycemia needing IV medical intervention, the event occurred after the patient and reporter were aware of the high reading. There was reportedly no problem with the reading and the issue of sensor failure occurred after the patient had been hyperglycemic and had awareness. Although the wearable failed, the failure did not cause or contribute to the patient's already hyperglycemic state. No serious or prolonged patient harm or medical intervention was reported.